Manufacturer narrative:
B5 UPDATED. MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
ADDITIONAL INFORMATION IS RECEIVED FROM THE MANUFACTURER REPRESENTATIVE (REP), REP MENTIONED THAT THERE IS NOT A DATE SCHEDULED AT THIS TIME FOR POCKET REVISION.

Manufacturer narrative:
B3: DATE IS APPROXIMATE. MONTH AND YEAR ARE CONFIRMED VALID. SECTION D REFERENCES THE MAIN COMPONENT OF THE SYSTEM. OTHER MEDICAL PRODUCTS IN USE DURING THE EVENT INCLUDE: MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
INFORMATION WAS RECEIVED FROM A PATIENT (PT) WHO WAS IMPLANTED WITH AN IMPLANTABLE NEUROSTIMULATOR (INS). IT WAS REPORTED THAT THEY HAVE BEEN HAVING ISSUES WITH THE RECHARGER, AS IT GETS REALLY HOT. PATIENT HAS NOT TRIED SLOWING DOWN THE RECHARGING SPEED. PATIENT ALSO STATED THAT THEY ARE MEETING WITH THEIR MANUFACTURER REPRESENTATIVE (REP) THIS WEEK TO DISCUSS THEIR STIMULATION, AS THEY ARE EXPERIENCING HEAT GOING DOWN THEIR BUTTOCK FOR ABOUT A WEEK. ADDITIONAL INFORMATION WAS THEN RECEIVED FROM A MANUFACTURER REPRESENTATIVE (REP). IT WAS REPORTED THAT THE PATIENT HAD BEEN EXPERIENCING BURNING SENSATION AT IMPLANT SITE THAT CONTINUES WHEN THE PATIENT WAS DONE RECHARGING. RECHARGER WAS BEING REPLACED TO RULE OUT RECHARGER ISSUE. THE REP SAID EVEN WHEN THE PATIENT WAS DONE RECHARGING, THE BURNING CONTINUED. STIMULATION WAS WORKING AS DESIGNED AND IMPEDANCES WERE ALL WITHIN RANGE (UNDER 1,000). THE REP SAID THAT WHEN THE INS THERAPY WAS TURNED OFF, BURNING SLOWLY FADED, BUT RETURNED WHEN THERAPY WAS TURNED BACK ON. THE REP TURNED THERAPY OFF ON CALL AND BURNING SENSATION STARTED TO FADE.THE REP TURNED THERAPY BACK ON AND BURNING INCREASED. THE REP SAID PT HAD RECENTLY LOST 67 LBS AND ISSUE STARTED ABOUT A WEEK AGO. TECHNICAL SERVICES (TSS) SUGGESTED IMAGING OF POCKET SITE AND DISCUSSES POSSIBLE SOURCES OF ISSUE.

Event description:
Additional update was received from rep stating patient had Pocket revision on 7/8/26. This was confirmed with doctor yesterday. The issue is resolved.

Manufacturer narrative:
Section B5 updated. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.